Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation.  It was reported the stimulator was placed, on the side of their stomach. And now it is beside their belly button. No further complications were reported/anticipated at this time.